Event description:
It was reported as part of a study conducted titled "(B)(4) study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction. Subject received integra. Negative pressure wound therapy (npwt), and debridement on (B)(6) 2011. The subject's wound, which was on the left trans metatarsal amputation (tma) slump, had an etiology of surgical/ischemic. The wound's approximate measurement was 8 cm length x 5 cm width x 4 cm depth. On (B)(6) 2011, subject was readmitted for shortness of breath (sob) non-st elevation myocardial infarction (nstemi) unrelated to the target wound. This event was documented as severe in severity and not related to the initial index treatment with integra. The action taken was cardiac work-up. On (B)(6) 2011, subject was readmitted for sob, congestive heartfailure (chf) exacerbation unrelated to the target wound. The event was documented as severe in severity and not related to the initial index treatment with integra. The action taken was diuresis, workup for pulmonary embolism. Also on (B)(6) 2011, the subject had an adverse event of a non-healing wound, leukocytosis thought to be related to the target wound. This event was documented as severe in severity and possibly related to the initial index treatment with integra. The action taken was a below knee amputation (bka). The subject had a revision bka on (B)(6) 2011. The event was deemed resolved on (B)(6) 2012 when subject was discharged from the hospital. No add'l f/u records are available.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.